Event description:
An initial MDR regarding this case was filed 05-oct-2023 (report number 3016798778-2023-00051). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Returned materials were initially distributed in starter kit serial number (B)(6) . The logs from remote utrm0009098 (paired with pump utpm0012547) show that the pump generated pump error and pump failure alarms on the date of the complaint. The pump was disassembled for further investigation and evidence of remodulin ingress was observed to be the cause of the alarms. Since no cassettes or infusion sets were returned, the cause of the ingress could not be determined. The logs from remote utrm0009099 (paired with pump utpm0012548) show that the pump generated pump failure alarms. The pump was disassembled and a hardware failure was determined to be the cause of the alarms. Both systems were observed to have appropriately alarmed and entered failsafe states as designed.

Event description:
An initial report of the potential for patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported an initial pump failure occurred, and they successfully transitioned to their backup. However, they experienced a pump failure on the backup as well after a couple of hours of treatment. The patient reported they were relaxing on oxygen at home and not experiencing any issues while waiting for replacement pumps. Once the couriered pumps arrived to the patient's house, they were able to resume remodulin therapy. No additional information associated with the reported event has been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.